Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "error 41622". No reported adverse effect.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Pump underwent functional motor and infusion testing. Error code 41622 was not duplicated during motor run test, but was noted in the event history log of the pump. Because of this, the reported customer complaint has been noted to be confirmed, with an unknown problem source.